Event description:
Compact compressor failed while on pt. Low pressure alarm sounded. Pt injuries are unk. There is no further info available from the customer. Siemens "fse" was dispatched to the site.